Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer also reported that the battery compartment was cracked. Blood glucose level at the time of the incident was 168 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.